Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing ineffective therapy due to a fractured lead. It was also noted that the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well. The explanted ipg was discarded.